Event description:
After cleaning around the button, the clip detached and the retention dome fell into the patient's stomach. The indwelling period was 12 days.

Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The notes in this file indicate. "After cleaning around the button, the clip got detached and the retention dome fell into the patient's stomach." The genie tricuspid plug was returned locked to it's locking retention clip. The peg feeding tube was not returned for evaluation. The device had been in place for 12 days prior to the complaint incident. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.